Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed target lesion was located at the calcified and moderately tortuous mid of right coronary artery (rca). The 15mm x 3.00mm nc quantum apex balloon catheter was used for dilatation of the lesion. Upon the first inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patients condition was listed as good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed target lesion was located at the calcified and moderately tortuous mid of right coronary artery (rca). The 15mm x 3.00mm nc quantum apex balloon catheter was used for dilatation of the lesion. Upon the first inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patients condition was listed as good.

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex catheter was received inside a nc quantum apex product pouch that matched the information on the device. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).